Event description:
It was reported that the patient received three inappropriate shocks for atrial fibrillation (af) with rapid ventricular response. The clinic called boston scientific technical services (ts) to assist in how to calculate the rate. The episodes were not sent into ts for review and the patient has not transmitted remotely for almost one month. The subcutaneous implantable cardioverter defibrillator (s-ICD) remains in service and no adverse patient effects were reported.